Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause (B)(4). User had an inaccurate reference- lab results: the end user is comparing results obtained from (B)(4) system to the results from the laboratory test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 143 mg/dl using truemetrix meter and 115 mg/dl using dr.'s device. The customer stated he had brought the meter to the dr.'s office since he did not believe the results and he wanted to check it with the dr's meter. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. The customer feels well and did not report any symptoms. During the call on (B)(6)2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/19/2018 and open vial date is (B)(6)2017. The meter memory was not reviewed for previous test result history.